Event description:
Device issue: none. Time of device issue: after the procedure. Adverse event: explanted clip. It was reported that during an interventional procedure the physician accessed the femoral artery through a previously placed starclose se clip from an unrelated procedure approximately 6 months earlier. After the intervention, when the physician was attempting to remove the procedural introducer sheath. He gave an assertive pull which removed the introducer sheath. Upon inspection after removal, it was observed that the previously placed star close se clip was pulled out with the introducer sheath. An angioseal was used to achieve hemostasis. There was no reported pt sequela. No add'l info has been provided.

Manufacturer narrative:
(B)(4). The star close se clip was received. Investigation is not complete.